Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was unknown at the time of incident. The current blood glucose was 167 mg/dl. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump because amount of bolus not covering carbs. The product will not return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test. Displacement accuracy test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly. (B)(4).